Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call wear and tear on the insulin pump. Customer advised the acid on the insulin pump has eaten through the device where it meets the battery cap. The insulin pump has diminished battery life and the up and down arrows are less responsive then they use to be. Customer advised the piston is moves slowly and rejected new batteries and settings were lost. Customer advised the device has damage, keypad anomaly, excessive no delivery alarms and low battery alarms. Customer advised the battery acid is leaking on the insulin pump. Customer could not complete troubleshooting on all the issues since they were at the doctor's office. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced. Customer advised they will keep the insulin pump until they speak to someone that is going to sell the new insulin pump.